Event description:
The hospital reported that during the procedure, the hemopro2 extension cable would not work. No power. Opened up another vh-4030 to complete case. No patient effects or delays reported.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.